Event description:
Pt had eye infection after using the solution. Left eye is more serious. Eyes are itchy and scratchy. Ophthalmologist confirmed fungus infection. She cannot see in the left eye. Could not use contact lens for two weeks. She was given 2 different antibiotics. As soon as she started using contact lens, the infection started again.